Event description:
Technician alleged that the bed will not go into reverse trendelenberg. No injury reported.

Manufacturer narrative:
The technician replaced the trendelenberg solenoid valve to resolve the issue.